Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated that there was a speaker malfunction inop on the device. No pt harm was reported.